Event description:
Artifact was present during AED deployment. Subject was not resuscitated. (B) (4)

Manufacturer narrative:
Method: based on the customer's account of the incident. Result: user reports artifact shown throughout ECG recording of incident. Conclusion: device labeling (IFU and voice programs) provide instructions for addressing artifacts.